Event description:
The hospital reported that during a coronary artery bypass graft surgery, one heartstring seal was suspected to have cracked during loading of the heartstring device after the surgeon deployed and used it. The surgeon did not have hemostasis and realized the seal had definitely cracked. The procedure was completed using a partial occluded clamp. There were no patient consequences.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned, and the investigation completed.